Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) and an early anterior subcapsular cataract was observed. The lens remains implanted. Surgeon plans to remove the lens, extract the cataract and implant an iol.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).